Event description:
It was reported that telemetry revealed pacemaker inhibition. Oversensing on the atrial and ventricular channels was observed. The patient experienced asystole. The pulse generator was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.